Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain back on (B)(6) 2018. It was reported that ever since implant, the patient hadn¿t been able to feel stimulation on the left side. The patient only felt stimulation on the right side. The patient was not getting relief, so they turned the ins off. The patient reported that they were told by a manufacturer representative that they couldn¿t do and that they would need to get surgery. The patient¿s healthcare provider (hcp) did x-rays and said that the patient didn¿t need surgery and that nothing was broken. It was noted that the stimulation was on at the time of the call and the patient reported that increasing the stimulation didn¿t help the left side and just made the right side uncomfortable. The patient planned to meet with a manufacturer representative to address the issues. No further complications are anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2019. It was reported that the rep planned to meet the patient for reprogramming on (B)(6) 2019. It was reported that the patient is always satisfied with the results after reprogramming, but after a few weeks they will call back again. It was reported that there is no issue with the device and it is working properly. No further complications are anticipated. Additional information was received from the patient on (B)(6) 2024. They reported that "3-4 years prior" they had an x-ray done and it was discovered that the leads had shifted to the right. They stated that the leads were put in crooked, but they didn't know why they moved. The pt met with a manufacturer representative (rep) so adjustments could be made to their stimulation. The pt also reported that they started having bladder problems about 3 years prior. The pt inquired if the scs could cause bladder issues because they were going to be getting a bl adder stimulator put in at the end of march 2024, and had read about scs patients who had bladder problems. The pt stated that if the scs does cause bladder problems, then they would want the scs taken out. Patient services reviewed with the pt that bladder issues was not a known side effect and suggested the pt try turning stimulation off to see if their bladder issues go away. Patient services asked the pt if their doctor thought the bladder issues were related to the scs. The pt reported that they did not see their doctor about the bladder issues. Pss redirected the patient to see their doctor to determine if the bladder issues are related.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2010, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 02-feb-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.